Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within specs and passed self test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The pump was also received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump had an unsuspected power loss. The customer's blood glucose levels are 179mg/dl during the incident. The customer was assisted with trouble shooting. The pump will be replaced and returned for analysis. No further details are given.